Event description:
It was reported that 2 days following a coronary artery drug eluting stenting treatment procedure that stent thrombosis occurred. The patient presented with chest pain rated 5/10. The right femoral artery was accessed and it was noted that the pt had st segment elevation in lead 1 on his electrocardiogram (EKG). The proximal left anterior descending (lad) coronary artery was found to be 100% occluded. A 2.5x12mm maverick balloon was positioned in the proximal lad and inflated to 10 atmospheres (atm) for 14 seconds (sec), 10 atms for 9 sec, 10 atms for 18 sec and 10 atms for 10 sec. The patient's chest pain had "gone down" and there was an EKG change, of unknown type, noted. The physician used a non bsc thrombectomy device that was positioned to the distal lad and had a total pass of 56 seconds. A 3.5x15mm quantum maverick balloon was positioned and inflated to 15 atms for 21 sec, 20atm for 25 sec, 20 atm for 14 sec, and 20 atm for 20 sec in the proximal lad. A 3.0x8mm taxus express2 drug eluting stent was placed in the proximal lad and deployed at 17atm for 31 sec and 17 atm for 20 sec. The quantum maverick balloon was reinserted and inflated at 10 atm for 17 sec. A 3.5x8mm taxus express2 was introduced into the proximal lad where it was deployed at 12 atm for 25 sec and 17 atm for 17 sec. Fentanyl, amiodarone, adenosine and heparin were administered during the procedure. Then, 150mg of plavix was administered post procedure. Two days later, the patient was returned to the coronary catheterization laboratory where an angiogram was performed. Versed and fentanyl were given during the procedure. It was reported that the patient was then taken to bypass surgery. The patient is reported as "doing well."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.